Event description:
Contact reports the spinal cage broke during insertion. The major portion of the cage was removed and replaced. However, the smaller broken portion of the cage remains in the pt, just in front of the replacement cage.

Manufacturer narrative:
Examination of the returned cage found the breakage occurred through one of the side chambers. Review of the device history record confirmed, the lot met specification requirements when released to stock. Complaint trend analysis found no other complaints have been reported for this lot code. The cause of cage breakage cannot be positively determined. However, the most likely cause of the event is the application of atypical force on the cage during its insertion. At this time, the complaint is considered to be closed.